Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired if their device was working. They reported a tender chest and believed that their device fired as they had experienced episodes during the night. The device remains in use. No further patient complications have been reported as a result of this event.